Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel on a bd plastipak¿ luer-lok¿ syringe was deformed and seemed to be melted. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd was unable to perform the DHR, maintenance record analysis and quality notification analysis, because the batch number was not received. One sample was returned from the customer for analysis and no manufacturing process defect was found. Without batch number information it was not possible to perform a deep investigation and determine the root cause. Based on the samples analysis it was not possible reproduce and identify the root cause for the defect informed. The manufacturing process are validated with defined acceptance criteria. With the information provided it is not possible confirm the complaint. Based on the occurrence records and severity CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.